Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: on (B)(6) 2014, the pump's black box recorded a loss of prime warning due to a zero force sensor reading. Pump was exercised for 24 hours at 1 unit/hour rate with no loss of prime warnings or other alarms observed. The pump's force sensor calibration was found to be within specification. The force sensor wire had crack in the trace.